Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed the probable cause was identified as malfunctioning sample syringe drive pump assembly and chloride electrode tip. The fse replaced the sample syringe drive pump assembly and chloride electrode tip to resolve the issue. Section a2, a4, and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported questioning ninety (90) ise (ion selective electrode) patient results due to high anion gaps, specifically affecting carbon dioxide (co2), chloride (cl), and sodium (na) results on their dxc 600i clinical chemistry system (pn a25639 sn (B)(6)). The customer added experiencing potassium (k) drifts. There was no injury, illness, or death associated with this event. No report of delay of patient testing or treatment. The customer did not provide any patient demographics.